Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Livanova through follow-up communication with the customer, learn that additional sockets has been tested including sockets with test and reset functions and all of them caused the tripping of the mains circuit of the hospital. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The unit would power up as usual and when the temperature was lowered it would trip the power. The failure was traced back to a short circuit of the cooling compressor due to loss of refrigerant gas. The unit was removed from service and will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device tripped the mains circuit of the hospital during disinfection and cleaning processes. There was no patient involvement.

Manufacturer narrative:
The reported event is a known issue: breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. Complaints database analysis revealed no similar case notified since unit installation in 2017. Sap analysis revealed that on august 22nd, 2019 it was performed the erosion kit upgrade of the devices that includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than three years after the upgrade, and, most probably, the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.